Event description:
A customer reported via webform a sensor error message with the adc device. The customer was contacted and reported that due to not being able to obtain sensor readings, they required treatment of glucose drink by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Watermark was not observed at the base of the tail. Visual inspection of the sensor plug assembly has been performed and damage was observed to the guide tabs and sensor ears. An extended investigation has been performed and determined that the damage observed are cosmetic flaws. It was determined the cosmetic flaws did not cause the plug to be unseated. Plug ears were retained correctly within the plug assembly and it was determined that the flaws did not contribute to the original complaint. Therefore, issue is not confirmed to use due to the plug not being seated correctly. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a sensor error message with the adc device. The customer was contacted and reported that due to not being able to obtain sensor readings, they required treatment of glucose drink by third-party. There was no report of death or permanent injury associated with this event.